Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade procedure, micro-perforation of new rv lead was suspected as the egms were flipped to negative deflection, r-waves were decreased and threshold was increased. Fluoroscopy and echocardiogram noted no effusion. Lead was repositioned with satisfactory measurements. Patient was stable.